Event description:
It was reported that the motor service is due. There was no patient involvement, the event occurred during testing. The device analysis found a degraded downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. The event history log and functional testing confirmed the reported motor service due issue. The motor counter was reset, and the dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.